Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after hernia repair, the patient experienced negative reaction on the device. It was reported that the mesh came away, was fixed and patient was good for 1 month but then began experiencing pain. Patient had ultrasounds and over the past 12 months the pain has progressed and is now a regular stabbing pain requiring oxycodone to manage. Patient's appetite was poor, weight loss (approx 20kg) and has problems defecating.